Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73l1400336 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed, stapler was received with remaining staples; staples in good condition, however staples were observed slightly separated. During visual inspection it was observed that components looked well assembled; without damage, no stuck staples in the tip of the cartridge, stapler was received with residues embedded in cartridge. Functional inspection: the stapler was fired (activated) and staples were loaded, closed & released. No quality issues were found during testing. Sample received did not confirm the defect reported by the customer "stuck in stapler" during visual inspection. However; an alternate condition was found in the device; staples slightly separated. A functional inspection was performed with remaining staples, the device worked properly; a total of 14 staples were released and no quality issues were found during testing. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (3 staples per stapler).

Event description:
Alleged event: the stapler got stuck. The patient's condition was reported as fine.